Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event.

Event description:
Customer reported experiencing an adverse skin reaction while wearing an adc freestyle libre sensor and experiencing symptoms described as skin irritation and redness. Customer had contact with a healthcare provider and received treatment. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported experiencing an adverse skin reaction while wearing an adc freestyle libre sensor and experiencing symptoms described as skin irritation and redness. Customer had contact with a healthcare provider and received treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Serial number was updated from unknown to (B)(4) based on returned product. Visual inspection has been performed on the returned sensor patch (serial number (B)(4)) and no issues were observed. Observed adhesive was returned. Extended investigation has also been performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which this complaint unit was manufactured. No abnormalities were found, and investigation showed all processes were effective. No malfunction or product deficiency was identified.